Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause for the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported the pod site was red, swollen, there was a burning sensation, pain, and pus was leaking from the injection site. The patient stated that they experienced a subcutaneous infection which had to be removed surgically. Following the event, a new pod was successfully applied. There was no further information provided for this specific incident and the time of the event is unknown. Follow up is being conducted to obtain additional information about this specific incident. The patient reports experiencing subcutaneous infections on three occasions and each had to be removed surgically. These 3 events happened during the last two years during his time with the omnipod system. The patient cannot recall exact dates. This is report 1 of 3.